Event description:
The patient reported that the therapy never helped with their pain. They were implanted for chronic back pain and all the stimulator did was "it massages" their back like a tens unit and when they turn it off the pain was still there. It was stated that the only thing that helped with the pain was narcotics, but narcotics were effecting the kidney and liver. The patient had not really used the stimulator and had not been charging the implantable neurostimulator (ins) and did not even know if the battery still worked. The patient was scheduled to have the ins taken out this year, within the next three months, and they would put a pain pump. They had been in an accident on (B)(6) 2016 and since then they had an additional pain on top of their regular chronic back pain. The additional pain was around their sciatic nerve, they were in a lot of pain. This was addressed with their chiropractor and health care professional (hcp) and they would be using the tens unit. There was no therapeutic effect since implant, (B)(6) 2011. Other relevant medical history includes post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.